Manufacturer narrative:
Data of system were not provided before the last upgrade which occurred the 18-aug-2020. During the upgrade, the operating system changed from windows 7 to windows 10. The data prior to the upgrade are no more available. However, it was reported that the poor planning station performances were happening before and still after the upgrade. Therefore it is assumed that the issue was probably not due to the rosa software or the operating system but to a laptop component. Based on the investigation performed, the technical root cause of the performance issue cannot be determined. D4 unique identifier (UDI) #: (B)(4).

Event description:
The company field service engineer (fse) reported the following event by email on 09-jun-2020: I am writing this email to report that the surgeon is requesting a new laptop. He has noted the current laptop he is using is getting slower and slower and it is causing him to take much extra time to plan surgical cases because of this. I myself have witnessed this and the computer is lagging significantly behind the clicks of the mouse.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
The company field service engineer (fse) reported the following event by email on (B)(6) 2020: I am writing this email to report that the surgeon is requesting a new laptop. He has noted the current laptop he is using is getting slower and slower and it is causing him to take much extra time to plan surgical cases because of this. I myself have witnessed this and the computer is lagging significantly behind the clicks of the mouse.